Manufacturer narrative:
The tech found the siderail was not broken. When the pt was rolled to the left side of the bed, he rolled over on top of the siderail and fell to the floor.

Event description:
The account alleged, the siderail broke and the pt fell out of the bed. The account thinks, the pt needs a bigger bed. No injury.